Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-50 (B)(4) description:enh st ld kit, 50 cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that following a lead revision the patient developed a continuous sharp pain in the buttocks region. The physician thought that the lead might have been placed intrathecally. An x ray taken revealed that half of the lead was intrathecal. The physician explanted the patient's leads. The ipg remains implanted.